Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the pediatric vte (exhaled volume) is too low. When the unit is set to 100 milliliters the external analyzer reads 84 milliliters. There was no patient involvement.